Manufacturer narrative:
Correction to g2 with information that was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the light being dim could not be determined. The customer was sent the instruction manual and directed to check and compare the light control adjustments on the working otv-s200 to the one that seemed dim. A follow up call back was made to the customer, and he compared all the settings, and they were the same. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera elite ii video system center displayed a dim light on the head lamp. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.